Event description:
A report was received that the patient was explanted due to infection. The patient is reportedly doing well following the explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4) and (B)(4); model description: linear 3-4 lead 70cm, model #: sc-3138-55, serial #: (B)(4) and (B)(4); model description: scs phiii ext 55cm. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was explanted due to infection. The patient is reportedly doing well following the explant.

Manufacturer narrative:
Additional information indicated that the infection was at the lead incision area, where lead-extensions connected.